Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia above 300 mg/dl for about an hour after announcing a meal as usual size despite consuming a larger-than-usual amount of bread while using the ilet system; glucose peaked at 359 mg/dl and trended down to 301 mg/dl by the end of the call, and education on correct meal-size announcement was provided. Symptoms included hyperglycemia without reported ketoacidosis or other complications. Outcomes included transient elevation in blood glucose without emergency care or hospitalization. Investigation included customer consultation, review of reported glucose trend, and troubleshooting focused on meal announcement accuracy. Investigation of this case revealed use-related error related to incorrect meal-size announcement with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user selection error in meal announcement leading to underdelivery for carbohydrate intake.